Event description:
It was reported that a patient, initial knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2022, approximately 5 years 11 months post the initial implant procedure for poly wear. No further information reported.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of wear of the tibial insert. However, this cannot be confirmed because the component was not returned for evaluation and no x-rays or photographs were provided. Additionally, a contributing factor to the wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years.